Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was investigated by the field service technician. According to the service order, after several hours of trouble shooting found that the error signal occurs only after a long period of operation. Flow measurement board was detected as defective. Flow measurement board still needs to be replaced. Device is currently not usable. Flow measurement board ordered. The defective flow measurement board is requested for further investigation by our life cycle engineering to determined the probable root cause. A supplemental medwatch will be submitted after new information has been received.

Event description:
According to the customer: error head was displayed sporadically. The review found that the flow signal is temporarily not displayed. Error signal(sig). Drive has been replaced, error signal remains. Flow measurement board ordered. Error occurred during patient transport, but could be eliminated by a reset. Machine was replaced as a precautionary measure and no longer used. A several hours of trouble shooting found that the error signal occurs only after a long period of operation. No patient harm was reported. (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). (B)(6). The defective flow measurement board was requested for further investigation by our life cycle engineering to determined the probable root cause. We received the information that the defective board is no longer available for investigation. Therefore to determine a probable root cause of defective flow measurement board is not possible. Thus the failure could be confirmed but to determine a root cause is not possible since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4) onesupport #(B)(4).